Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. Echocardiogram imaging was noted to be difficult and they were unable to get measurements at 135 degrees. They used a lot of contrast pictures and selected a 27mm watchman laa closure device with the profile of the laa noted to be 20mm and the depth noted at 29mm. The device was deployed without issue, passing release criteria including the tug test, with compression noted to be between 13-15% and no leaks present. Approximately 20 seconds after releasing the device, it wiggled and moved in the appendage a little bit and then fell out. The device was able to be snared into the left atrium and then removed. The procedure was aborted. No further patient complications were reported. The patient was doing well.